Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 700 mg/dl. Reportedly, the customer was in diabetic ketoacidosis and was hospitalized. The customer declined to provide further information. Reportedly, the customer reverted to manual injections for insulin therapy.